Manufacturer narrative:
Insulin pump received with broken reservoir tube lip, cracked case at the reservoir tube window corners and cracked reservoir tube window. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that reservoir and screen was cracked. Blood glucose was 6.1 mmol/l. The insulin pump will be returned for analysis.